Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a damaged synream flexible shaft and 13.0 reamer head was found during surgery. The surgeon was given a competitor¿s ball tip reaming rod which was .5mm larger in diameter than the synthes reaming rod. The flexshaft was twisted up and retrieved from patient (was damaged only), the reamer head was left in situ. There is no further information at this time. This complaint involves two (2) devices. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown patient information. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.